Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading at the time of the call was 23 mmol/l. It was noted that the alarm was resolved by an infusion set change. No further information reported.